Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complainant was reported as: the connector of the anesthesia bag, for the anesthesia circuit system, was found cracked. No report of a pt injury.